Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg bi-ventricular implantable cardioverter defibrillator (ICD) (B)(6) 2013; 6949 implantable tachy lead (B)(6) 2004; 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was evaluated in the emergency department for shortness of breath. The device data showed that there was high threshold, high output and possible loss of capture noted in the left ventricular lead. It was further reported that there was a marked decrease in the patient's activity level and rising fluid index. The lead remains in use. No further patient complications have been reported as a result of this event.